Manufacturer narrative:
(B)(4). Vyaire medical confirmed the issue, and a vyaire field service representative (fsr) evaluated the device on-site, and rt's reported that the unit went black. After about 45 minutes, the unit was able to confirm flickering. The uim (user interface module) was replaced and the system was left running for an extended period of time to ensure that the remedy was effective and the problem was resolved. Did an operational verification procedure (ovp) to ensure that the manufacturing specifications were met. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator has a blank screen upon start up, the uim (user interface module) was blinking and not turning on at times. There was no patient involvement reported with this event.